Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no recurrence of the malfunction code was noted after the reset. Customer was informed to call back if any malfunction code reoccurs, and they acknowledged the instructions.